Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a cybersecurity upgrade, the patient presented to the clinic with complete atrio-ventricular block. It was noted that the device was in backup mode following the cyber security upgrade. The device was reprogrammed to resolve the event. The patient is pacemaker dependent and was hospitalized for two nights and was discharged in stable condition.